Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing that resulted in stored episodes on the crt-d. A lead revision procedure was scheduled. The physician elected to place a new pace/sense lead into the rv. The pace/sense portion of the chronic rv lead was surgically abandoned while the shocking portion remains in service. The crt-d was explanted and replaced as well. No additional adverse patient effects were reported.